Manufacturer narrative:
Initial reporter: zip and phone: (B)(4). One acromioblaster, 4.0mm, ep-1, dspl blade was evaluated for breakage. The device was observed to have a burr broken at the weld joint connecting it to the tube. Although the burr head was not returned the remnant of the burr shaft was still retained in the tube. The burr was observed to be adequately penetrated for maximum retention. The inner blade tube was observed to have sustained significant material debridement consistent with excessive lateral load during rotation. The likely cause of the burr breakage is due to excessive load, fracturing the burr at the weld joint. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation a root cause for the reported incident was determined to be user error. (B)(4).

Event description:
During an ankle fusion it was reported that when preparing the bone using the burr, the end of the burr snapped off and was retrieved arthroscopically. A back-up device was available. No patient injury and a ten minute delay in the procedure were reported.